Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred, causing the customer to experience an elevated blood glucose (bg) level between 580-590 mg/dl. The customer was admitted to the emergency room (ER) and administered saline and insulin via drip. Customer also utilized a back-up pump to further lower bg and was released from the ER after a total of 4-5 hours with a bg of 120 mg/dl; "stable and exhausted." The customer declined to provide a backup method for insulin therapy.